Manufacturer narrative:
The reported incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. There are no other equivalent adverse events/incidents for this lot number existing within the endologix complaint handling system. Endologix was unable to perform an evaluation of the device as it remains implanted in the patient. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix found the deployment issue (main body), fracture (non-endologix iliac stent), polymer leak (transient hypotension), dislodged/displaced implant (main body trapped in fractured iliac stent and pulled down into aneurysm sac), additional endovascular procedure (second main body), conversion to aorto-uni-iliac graft (planned), and type ia endoleak are unconfirmed. This is not consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest there were thickened calcifications in the neck, bifurcation and left-iliac. There was also a non-endologix left iliac stent in place prior to the index which had a luminal diameter of 5.8mm with thickened calcifications surrounding it. The ovation sheath has an outer diameter of 15 french (5mm). It was reported that the main body was passed through the non endologix iliac stent. Once the delivery system was in the proximal neck, the aortic body would not open. It was reported attempts to open the graft by ballooning were unsuccessful. Polymer was then injected in an attempt to open the graft, which reportedly resulted in the polymer leak. It was then discovered that the non endologix stent had been fractured in 2 pieces. The mid crown and proximal stent were trapped inside the fractured stent. The first main body remained in the patient and was pulled down into the aortic sac. A second main body was then deployed. During the investigation, endologix found reasonable evidence to suggest the device was used off-label. The procedure is outside the indications of use (off-label) due to the planned aui (aorto-uni-iliac) due to an occluded right iliac. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. The final patient status was reported as stable. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b5: describe event or problem - updated. G3: awareness date ¿ updated. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.

Event description:
The patient was being treated for an abdominal aortic aneurysm (aaa) with the implant of an alto abdominal stent graft system on (B)(6) 2024. It was noted that the patient had a previously implanted balloon expandable (non-endologix) iliac stent in situ since 2017. When the physician attempted to deploy the alto main body (mb), it became trapped in the balloon expandable iliac stent that was pushed up around the alto mb. When the alto mb did not open, it was assumed there was a problem with the delivery system, which could be solved with ballooning, but this had no result since the balloon inflated distally. It was not noticed that the alto mb was caught in a portion of the (non-endologix) iliac stent. The distal part of the top stent and the whole mid-crown was trapped and stuck in the iliac stent which later fractured into two pieces during the procedure. The proximal crown could not be deployed but the knob was released and there was a polymer leak. Contrast could be observed first in the mb, but it could be seen leaking out. The patient had a mild reaction to the polymer leak showing a drop in blood pressure and increase in heartrate for 10-15 minutes. Standard procedure for anaphylactic shock was administered after which the patient was stable. The mb was disconnected from the delivery system and was pulled back until it freed itself in the sac. The first mb remains trapped inside the fractured (non-endologix) iliac stent that is floating in the aneurysm. The physician elected to start the procedure over and a second alto mb was deployed infrarenal with good result along with an ovation ix iliac limb and ovation ix extender. It was a complicated case where there was an agreement to implant the alto as an aorto-uni-iliac (aui) because there was no other option since the left femoral to iliac was totally occluded. The right leg of the mb has been prolonged with a 45mm extension to have sufficient room to place a plug. The ovation ix iliac limb has been placed in the left leg. There was a type ia endoleak identified in the second mb. The final patient condition is reportedly stable and will be monitored.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, follow-up report will be submitted. H3 other text : device remains implanted.

Event description:
The patient was being treated for an abdominal aortic aneurysm (aaa) with the implant of an alto stent graft system on (B)(6) 2024. It was noted that the patient had previously implanted balloon expandable iliac (non-endologix) stents in situ since 2017 and reportedly one stent had not fully expanded. The alto aortic body was deployed; however, it became trapped in the balloon expandable stent that had been pushed up during the procedure and there was a polymer leak. It was reported that the alto main body stent graft was partially filled with polymer and emptied out later. Contrast could be observed first in the body but it could be seen leaking out. The patient had a mild reaction to the polymer leak showing a drop in blood pressure and increase in heartrate for 10-15 minutes. Standard procedure for anaphylactic shock was administered after which the patient was stable. The physician elected to start the procedure over and a second alto main body was deployed with good result along with an ovation ix limb and ovation ix extender. The final patient condition is reportedly stable; however, still experiencing a type ia endoleak that will be monitored.

Manufacturer narrative:
The reported incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. There are no other equivalent adverse events/incidents for this lot number existing within the endologix complaint handling system. Endologix was unable to perform an evaluation of the device as it remains implanted in the patient. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix found the deployment issue (main body), fracture (non-endologix iliac stent), polymer leak (transient hypotension), dislodged/displaced implant (main body trapped in fractured iliac stent and pulled down into aneurysm sac), additional endovascular procedure (second main body), conversion to aorto-uni-iliac graft (planned), and type ia endoleak are unconfirmed. This is not consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest there were thickened calcifications in the neck, bifurcation and left-iliac. There was also a non-endologix left iliac stent in place prior to the index which had a luminal diameter of 5.8mm with thickened calcifications surrounding it. The ovation sheath has an outer diameter of 15 french (5mm). It was reported that the main body was passed through the non endologix iliac stent. Once the delivery system was in the proximal neck, the aortic body would not open. It was reported attempts to open the graft by ballooning were unsuccessful. Polymer was then injected in an attempt to open the graft, which reportedly resulted in the polymer leak. It was then discovered that the non endologix stent had been fractured in 2 pieces. The mid crown and proximal stent were trapped inside the fractured stent. The first main body remained in the patient and was pulled down into the aortic sac. A second main body was then deployed. During the investigation, endologix found reasonable evidence to suggest the device was used off-label. The procedure is outside the indications of use (off-label) due to the planned aorto-uni-iliac (aui) due to an occluded right iliac. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. The final patient status was reported as stable. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: h6: health effect - clinical code: remove code 2072. H6: health effect - clinical code: remove code 1758. H6: health effect - clinical code: remove code 2422. H6: medical device - problem codes: remove code 1310. H6: investigation finding codes - remove code 3244.